Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted medtronic surgical valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then implanted in that it was positioned 4 to 5 millimeters (mm) from the ncc and 4 to 5 mm from the left coronary cusp (lcc). An initial echocardiogram was then obtained, which revealed that severe central aortic valve regurgitation was present. Subsequently, the guidewire and pigtail were removed from the ncc. Another echocardiogram was then obtained, which revealed that the valve had moved 1 to 2 mm towards the patient's aorta in relation to both the ncc and lcc. Subsequently, the attending physician decided to implant a second non-medtronic 26 mm transcatheter valve between node 3 and node 4 of the previously implanted valve. After implantation of the second valve, no regurgitation was identified and the procedure was completed.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: n ot-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.